Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly the customer could not recall the first cgm and bg values. Reportedly, the second cgm bg reading was 99 mg/dl, and the meter bg reading was 103 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the sensor.